Event description:
On 4/2006 nellcor puritan bennett received a report of an air leak between the inner and outer cannula of the shiley 8 disposable inner cannula tracheostomy tube during pt use. The pt disposable inner cannula was replaced. The replacement tube did not resolve the leak and it was replaced with a new 8 dfen tracheostomy tube. No further information was provided.